Event description:
The complainant emailed ian reilly (genesys spine field services manager) to report that rust was noticed on an ais-c stand-alone inserter after washing performed following a case. The complainant stated the following: the inserter that we used for some reason has been rusted. I'm not sure if it was due to the washing machine after the case or what had happened but after the case it looked like this. It's odd because only the copper colored part of the instrument appears to be damaged. In this particular incident, the complainant noted the corrosion was noticed after the cleaning process. In accordance with the system's IFU (IFU-019) and standard surgical practice, the instrument was not used after corrosion was noticed. The complainant contacted genesys spine and a replacement instrument was sent to the account.